Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow up call by medical surveillance. The patient reported that on (B)(6) 2016 he obtained results of "458, 389, 345 and 306 mg/dl" on the subject meter, performed within 20 minutes of each other. Based on statistical methodology the calculated difference in results satisfies lfs criteria for precision. The patient manages his diabetes by self-adjusting his insulin doses and administered 20 units of novolin r on (B)(6) 2016. The patient reported that 7 minutes prior to the issue occurring he developed symptoms of "dizzy, shaky and sweaty." The patient did not report receiving any medical intervention. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient suffered a symptom that meets lfs criteria of a serious hypoglycemic event and it cannot be ruled out that the meter inaccuracy did not cause or contribute to the event.